Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a red, dry rash under the rear therapy electrodes. The patient consulted his physician who gave the patient permission to only wear the lifevest at night. Follow-up indicated that the patient also used a medicated powder and that the rash had improved.